Event description:
In 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat bilateral iliac artery aneurysms. The pt tolerated the procedure. Eight months later, a computed tomography scan revealed that the limb of the excluder trunk-ipsilateral leg component was completely occluded due to thrombosis.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Potential device or procedure related adverse events include occlusion of device or native vessel. Additional gore excluder aaa endoprostheses related to this event.